Event description:
N/a.

Manufacturer narrative:
A getinge filed service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and was able to reproduce the reported issue. Then, the fse checked and found that the unit needed a replacement of the motor controller pcb. So, in order to fix the issue, the fse replaced the defective part. The unit was then working satisfactorily. The fse also stated that the unit needs replacement of batteries to get battery operation and that the batteries were replaced by the customer. The unit was also handed to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit failed electrical test code 50. There was no patient involvement.